Manufacturer narrative:
Physio-control further evaluated the device and found the root cause of the display not functioning properly is the loss of the backlight. It was confirmed that the failure of the display did not affect the critical functions of the device.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue of blank screen. The devices u/I board and lcd display will be replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.